Event description:
Complainant alleged that while attempting to treat a female pt who was in cardiac arrest, the device was unable to obtain ECG signal and failed to detect shockable rhythms due to excessive motion/artifact. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
The product has been received, and a f/u report will be provided when our investigation is completed.